Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead and premature battery depletion was noted on the implantable pulse generator (ipg). The lead was capped and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.